Manufacturer narrative:
The subject device was returned to the original equipment MFR (OEM) for eval. The eval found no anomalies or irregularities with the subject device. The mfg history record of the device for the same lot number was reviewed, and no problem was found. The OEM indicated that the user's experience was likely due to excessive force when ligating the polyp. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the pt sustained an injury after undergoing a therapeutic colonoscopy with polypectomy. The user reportedly utilized the subject ligating device to prevent hemostasis; however, the pt reportedly bleed when the user ligated the polyp with the subject device. The bleeding was stopped using an unidentified model of a clip.